Manufacturer narrative:
Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, keypad overlay texture damage cracked case corner of the belt clip rails near the battery compartment, serial number label fading, missing retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged along the battery compartment. Customer's blood glucose was unknown at the time of incident. No further details given.